Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-27646 - device 2 of 2.

Event description:
Reference number: (B)(4). Event occurred in the united states. On 12-aug-2024, it was reported that the patient faced damaged soft cannula with two infusion sets. Patient replaced infusion sets and resumed insulin successfully. No further information available.